Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a datasync service that was not running. The technical service engineer set it automatically and started a datasync service to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The device was not communicating. The customer reported an issue that occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.